Manufacturer narrative:
Concomitant product: d314trg ICD, implanted: (B)(6) 2011; 5592-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the epicardial left ventricular (lv) lead had high thresholds. The lead was capped. The patient&#62688;heart function normalized and so the physician elected not to replace the lv lead and abandoned bi-ventricular pacing. It was further reported that the device was replaced due to early elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.